Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician implanted the right ventricular (rv) lead followed by the right atrial (ra) lead, then the patient experienced a sudden acute stroke. The physician was able to stabilize the patient, however, the implanted leads were removed at that time. The patient remains in a coma and under severe observation. New leads will be implanted at a later date. No further patient complications have been reported as a result of this event.